Event description:
A home patient (hp) contacted (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 3. The hp stated she called her nurse (rn) who assisted with disconnecting to end therapy. The hp stated she finished therapy with a manual bag. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised to call (B)(4) if any other alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).